Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient initially presented with acute mi, and taken for hmii implant on (B)(6) 2013. Patient had signs of tamponade post-operatively with ldh 1147. Hmii exchange occurred on (B)(6) 2013 for questionable clot ingestion. Add'l info received from the (B)(4) revealed that the patient was in cardiogenic shock. The patient was taken to the operating room and found to have occlusion of the inflow cannula believed to be caused by left atrium appendage thrombosis.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. (B)(4).